Event description:
The device was used during a thoracoscopic bulbectomy procedure. Reportedly, the instrument would not open. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.